Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, patient gave a birth for alive child and after several days came back to the hospital and found that the perineal wound had cracked and the absorbable suture was not absorbed as a strip. The incision was cleaned and disinfected, the unabsorbed suture was cut off, and the wound was healed after 4 days.